Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. It was reported that their burn marks resolved within 2 days. They received the new equipment and it did not get warm. The charging issues were resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4).  If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient has been having difficulty charging the implantable neurostimulator (ins), which began a year and half ago. She places the recharger directly over her ins and sees a green light flashing, but after 40 minutes, a screen appeared showing that the ins was dead. The patient does multiple resets of the controller but still gets stuck on the no device found and passive recharger mode screens. The patient reported that she noticed the recharger was getting hot where the cord connects into the paddle. The patient reported that the hot recharger cord made a small red mark to appear on her back. The controller charges from the wall with no issue when no cords were plugged into the controller. She was seeing 'recharging' appear on the screen with a green light flashing. The controller green light keeps blinking, even without the cords plugged into it. A replacement recharger and controller was sent to the patient. There were no further complications or anticipations reported with this event.